Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged generating discrepant results with the cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system (lot 00928y). A cancer patient originally tested positive for sars-cov-2, flu a, and flu b. A new collection was taken and when tested, it generated negative results for all targets. The customer indicated the result was reported out and the patient was already admitted due to being an oncology patient receiving chemotherapy treatment. No harm or injury was indicated. The sample were nasopharyngeal, collected in med shenker 3ml utm, which is not a listed media type in the test's instructions for use. For nasopharyngeal samples, the instructions for use indicate to use flexible minitip floqswab tm with universal transport media tm (utm) from copan diagnostics or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab.

Manufacturer narrative:
A holistic review of the raw data and sample growth curves could not be performed as data from the customer site was not provided although requested. An investigation was performed on the reagent kit lot and no issues were observed. (B)(4).